Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported via phone, he wanted a replacement based on his doctor's recommendation. Customer declined troubleshooting because he wasn't feeling well. He has been experiencing low blood glucose for the past 40 days. Customer mentioned he was hospitalized numerous times and customer thought his doctor would have reported each event to the company so he hadn't called in to report. Customer stated he would call his doctor to call in to report each hospitalization as he didn't recall specifics. Customer has been treated with an insulin IV by his doctor. Customer was advised to try different infusion set type and he agreed. Customer is returning the insulin pump for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.